Manufacturer narrative:
Concomitant products: product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v471073, implanted: (B)(6) 2010, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # v520974, implanted: (B)(6) 2010, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported that there was a shocking sensation felt by the patient on the left side of the body which had started in (B)(6) 2015. Impedance measurements were taken; electrode impedances were within a range of 1014 ohms and 1571 ohms. Impedances provided were for left side implantable neurostimulator (ins) but it was noted that the right side ins impedances were also within normal range. The patient had fallen about 4 months prior to the date of this report which had required stitches on the patient's head. The patient did not experience symptoms when the ins was off. At an appointment on (B)(6) 2015, the healthcare professional had lowered the amplitude and suggested that the patient turn stimulation off if it was too difficult to manage with the shocking sensation.